Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspected revealed no defects. However, the sample did not meet the leak test specification. The balloon deflated immediately after inflation. Therefore, the complaint is confirmed. An evaluation of retention samples from the reported lot and surrounding lots was conducted. There were no visual anomalies noted during visual inspection and all samples passed the leak test. A review of the manufacturing record of the product code/lot number combination was conducted with no relevant findings. The investigation determined the probable cause of this complaint to be manufacturing related and further investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI no. - not required for this product code. The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code was used in the conclusions. A follow up report will be submitted within 30 days of this report being sent. See MDR 1118880-2017-00019 for the second event reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported air leaked from the involved tr band device. The following information was provided by the user facility: the tr-band was applied per dfu and was inflated to 18ml and then the syringe was removed; at that point it was noticed that the band was not holding air; radial and ulnar pressure was applied and a new tr band was applied which worked successfully; the patient is stable; the procedure was completed successful; and it was reported this was the 2nd time this issue was noted, but the first time reported.